Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p66, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt. Cross reference emdr for ticket (B)(4).

Event description:
The customer observed falsely elevated alinity I prolactin results generated for a 9-year-old female patient who is not pregnant. The following data was provided: sample ID 10276218 result = 110 ng/ml, result on siemens platform = 24 ng/ml. Sample was initially run at another laboratory on another alinity. Sample ID (B)(6). Result = 110 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I prolactin assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 73479ud00. In-house testing of a retained kit of lot 73479ud00 was completed. All specifications were met indicating the lot is performing acceptably. A device history record review did not identify any non-conformance or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin reagent lot 73479ud00 was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results generated for a 9-year-old female patient who is not pregnant. The following data was provided: sample ID (B)(6) result = 110 ng/ml, result on siemens platform = 24 ng/ml. Sample was initially run at another laboratory on another alinity. Sample ID (B)(6) result = 110 ng/ml. No impact to patient management was reported.